Event description:
Customer reported that the screen on the insulin pump is foggy. Customer stated that he is able to read the display but would prefer to get the insulin pump replaced. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and reservoir tube lip. The device had minor scratches on display window.